Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 9393610, 510k # k094025 was cleared in the united states. Product analysis: visual, optical and microscopic examination of the implant identified deformation and fracture of both the upper and lower outer surfaces of the implant, with the implant fractured into multiple pieces. It is stated in the event description that the surgeon reduced the implant size and experienced no further issues. Evidence of significant force utilized during attempted implantation of the fractured implant is noted; the implant was broken into at least four (4) separate pieces (at least one portion of the implant is missing as received), with areas of surface gouging and deformation noted. These observations suggest that there may have been insufficient distraction or preparation of the disc space prior to attempted insertion of the implant.

Event description:
It was reported that patient underwent a transforaminal lumbar interbody fusion at l2/3 due to neurological deficit and leg pain. During surgery, surgeon tried to place the implant in the patient's disc space at l2/l3, but the space was so tight for the size chosen and subsequently the edge of the implant fractured. Initial implant broke, all pieces were retrieved. Smaller implant size was successfully implanted and procedure completed successfully without further incident. Product came in the contact with the patient. No patient complications were reported. No fragments remained in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.